Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed unexpected restart. Customer's blood glucose value was unknown at the time of the incident. The customer was unable to upload the insulin pump and connect the device due to the alarms. Customer could not troubleshoot at the time of call. The customer was advised that the alarm has to be cleared in order to upload the insulin pump. The insulin pump will not be returned for analysis.